Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having frequent ipg charging and was having to charge for longer periods of time. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) compatible one. The explanted ipg was discarded by the medical facility.